Manufacturer narrative:
(B)(4). The sales rep. Stated that the separation of the hub from the catheter may have happened as a result of the movement of the patient from the table to the stretcher. He has the defective sample and stated that the catheter appears to have been physically damaged but not during manufacturing but during use. The hub is completely removed from the catheter. The sample will be sent for investigation.

Event description:
It is reported, "patient had a ml-00702 companion catheter inserted in the mac. They were sliding the patient from the table to a stretcher when someone noticed blood on the sheet. They observed that the catheter hub on the companion catheter had pulled off and the patient was bleeding out of the catheter". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for investigation. The catheter showed signs of use in the extension lines. Visual examination of the returned catheter revealed the distal line was separated adjacent to the base of the luer hub. Microscopic examination revealed the point of separation on both the extension line body and luer hub were jagged and uneven. This type of defect would be consistent with a tear of the material due to excessive force. The length of the distal extension line was measured to be 42 mm, which is within specification, indicating the entire distal line was returned. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product contains several warnings to mitigate damage to the catheter. The IFU cautions the user to not apply excessive force in placing or removing catheter as excessive force can cause component damage or breakage. It also cautions the user to not secure, staple and/or suture directly to outside diameter of extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Catheter should be secured only at indicated stabilization locations. The IFU also lists several disinfectants that contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Microscopic examination determined that the end of the distal extension line had a jagged appearance and a small piece of the extension line remained inside the separated luer hub. It appears that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Based on the appearance of the luer hub and the report that the event occurred during use, it was determined that operational context caused or contributed to this event.

Event description:
It is reported, "patient had a ml-00702 companion catheter inserted in the mac. They were sliding the patient from the table to a stretcher when someone noticed blood on the sheet. They observed that the catheter hub on the companion catheter had pulled off and the patient was bleeding out of the catheter". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed or interrupted.